Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two mat green tourniquet devices snapped while the paramedic attempted to tension them on a trauma patient who suffered a compound fracture and lacerated femoral artery. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). A review of the release documentation showed the reported lot passed all acceptance criteria. The IFU provided with this product notifies the user to reset the tourniquet before each application. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample.

Event description:
It was reported that two mat green tourniquet devices snapped while the paramedic attempted to tension them on a trauma patient who suffered a compound fracture and lacerated femoral artery. The patient's condition is unknown at this time.